Manufacturer narrative:
This is one event (cardiovascular) of three events reported for the same patient involving three separate products.

Event description:
The plaintiff's attorney alleged that the patient experienced a cardiovascular events on or about (B)(6) 2012 and (B)(6) 2013 and subsequently expired on or about (B)(6) 2013 after the use of the product to reflect the reporter's allegations.